Manufacturer narrative:
The user facility reported the onsite biomed replaced the video cable to resolve the reported issue. The device will not be returned to olympus for evaluation. No other issues were reported. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported image issues while using a video system center. No patient injury or harm was reported. No additional information has been obtained.

Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The root cause could not be conclusively determined. Probable causes that could have led to the reported event include that the client changed the video cable and was a video cable problem, it is speculated that there was no problem with the device.